Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# elblr triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# hkkmd triathlon asymmetric x3 patella; cat# 5551-g-320; lot# n4xe it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to infection (infection reported by surgeon, unknown if clinically confirmed or identified). Patient was revised to an all poly construct with the expectation to revise again at a future date. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.